Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('at this point, coils were visualized and the essure device was grasped but broke in the process') and pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 50751223-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included genital ulceration, bartholin's cyst and obesity. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric psychological or psychiatric condition: anxiety"), cystitis ("infections (bladder/urinary tract/vaginal) type: bladder infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection"), depression ("psychological or psychiatric psychological or psychiatric condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and back pain ("back pain"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition : ovarian cysts"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In 2017, the patient experienced pollakiuria ("bladder or urinary problems or changes:increased frequency") and urinary incontinence (", bladder or urinary problems or changes: incontinence"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, migraine, anxiety, dyspareunia, cystitis, mood swings, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression, pollakiuria, urinary incontinence, headache, dysmenorrhoea, vaginal discharge, weight increased, alopecia and back pain outcome was unknown. The reporter considered alopecia, anxiety, back pain, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, headache, hot flush, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, pollakiuria, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: need for additional surgery. Discrepancy noted: date(s) of removal dates : 2015 & (B)(6) 2016, insertion dates: (B)(6) 2013. The essure device was introduced into the left ostia without difficulty. Device was deployed. 4 coils were noted within the cavity. The essure device was introduced into the right ostia without difficulty. Device was deployed. 4 coils were noted within the cavity. The patient tolerated the procedure well current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion.. Ultrasound pelvis: on (B)(6) 2015: bilateral essure devices are visualized. No myometrial masses. 2.8 cm hemorrhagic cyst and/or involuting left ovarian corpus luteum. Ultrasound scan - on an unknown date: cyst were found. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("at this point, coils were visualized and the essure device was grasped but broke in the process") and pelvic pain ("pelvic pain/ pain") in a female patient who had essure (batch no. 50751223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included genital ulceration, bartholin's cyst and obesity. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric psychological or psychiatric condition: anxiety"), cystitis ("infections (bladder/urinary tract/vaginal) type: bladder infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection"), depression ("psychological or psychiatric psychological or psychiatric condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and back pain ("back pain"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition : ovarian cysts"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In 2017, the patient experienced pollakiuria ("bladder or urinary problems or changes:increased frequency") and urinary incontinence (", bladder or urinary problems or changes: incontinence"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, pelvic pain, migraine, anxiety, dyspareunia, cystitis, mood swings, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression, pollakiuria, urinary incontinence, headache, dysmenorrhoea, vaginal discharge, weight increased, alopecia and back pain outcome was unknown. The reporter considered alopecia, anxiety, back pain, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, headache, hot flush, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, pollakiuria, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: need for additional surgery. Discrepancy noted: date(s) of removal dates : 2015 & (B)(6)2016. Insertion dates: (B)(6)2013 & (B)(6)2013. The essure device was introduced into the left ostia without difficulty. Device was deployed. 4 coils were noted within the cavity. The essure device was introduced into the right ostia without difficulty. Device was deployed. 4 coils were noted within the cavity. The patient tolerated the procedure well current weight 180 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion.. Ultrasound pelvis - on (B)(6)2015: 1. Bilateral essure devices are visualized. 2. No myometrial masses. 3. 2.8 cm hemorrhagic cyst and/or involuting left ovarian corpus luteum. Ultrasound scan - on an unknown date: cyst were found. Most recent follow-up information incorporated above includes: on 11-feb-2019: new pfs+mr received. Lot number added. New events- device breakage, hormonal changes describe: mood swings, hot flashes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: uti and vaginal, psychological or psychiatric psychological or psychiatric condition: depression, bladder or urinary problems or changes, headaches, reproductive system disorder or condition type of disorder or condition : ovarian cysts, dysmenorrhea (cramping), vaginal discharge, weight gain / loss specify which one: weight gain, hair loss, back pain were added. Events infection was updated to bladder infection. New reporters, plaintiffs information, concomitant conditions and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('at this point, coils were visualized and the essure device was grasped but broke in the process'), pelvic pain ('pelvic pain/ pain') and device dislocation ('migration \ migration of essure device location of device') in an adult female patient who had essure (batch no. 50751223-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included genital ulceration, bartholin's cyst and obesity. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric psychological or psychiatric condition: anxiety"), cystitis ("infections (bladder/urinary tract/vaginal) type: bladder infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection"), depression ("psychological or psychiatric psychological or psychiatric condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and back pain ("back pain"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition : ovarian cysts"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In 2017, the patient experienced pollakiuria ("bladder or urinary problems or changes:increased frequency") and urinary incontinence (", bladder or urinary problems or changes: incontinence"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), device dislocation (seriousness criterion medically significant), complication of device removal ("essure device was grasped but broke in the process"), rash ("skin rash"), subcutaneous abscess ("skin abscess"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), libido disorder ("sex drive changes"), fatigue ("fatigue"), bipolar disorder ("bipolar depression") and perineal pain ("perineal pain female"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, migraine, anxiety, dyspareunia, cystitis, mood swings, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression, pollakiuria, urinary incontinence, headache, dysmenorrhoea, vaginal discharge, weight increased, alopecia, back pain, abdominal pain, female sexual dysfunction, device dislocation, complication of device removal, rash, subcutaneous abscess, bladder disorder, urinary tract disorder, libido disorder, fatigue, bipolar disorder and perineal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bipolar disorder, bladder disorder, complication of device removal, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, libido disorder, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, perineal pain, pollakiuria, rash, subcutaneous abscess, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: need for additional surgery. Discrepancy noted: date(s) of: removal dates : 2015 & (B)(6) 2016. Insertion dates: (B)(6) 2013. The essure device was introduced into the left ostia without difficulty. Device was deployed. 4 coils were noted within the cavity. The essure device was introduced into the right ostia without difficulty. Device was deployed. 4 coils were noted within the cavity. The patient tolerated the procedure well current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: 1. Bilateral essure devices are visualized. 2. No myometrial masses. 3. 2.8 cm hemorrhagic cyst and/or involuting left ovarian corpus luteum. Ultrasound scan - on an unknown date: cyst were found. Lot number 50751223 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('at this point, coils were visualized and the essure device was grasped but broke in the process') and pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 50751223-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included genital ulceration, bartholin's cyst and obesity. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric psychological or psychiatric condition: anxiety"), cystitis ("infections (bladder/urinary tract/vaginal) type: bladder infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection"), depression ("psychological or psychiatric psychological or psychiatric condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and back pain ("back pain"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition : ovarian cysts"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In 2017, the patient experienced pollakiuria ("bladder or urinary problems or changes:increased frequency") and urinary incontinence (", bladder or urinary problems or changes: incontinence"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on 9-jun-2016. At the time of the report, the device breakage, pelvic pain, migraine, anxiety, dyspareunia, cystitis, mood swings, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression, pollakiuria, urinary incontinence, headache, dysmenorrhoea, vaginal discharge, weight increased, alopecia, back pain, abdominal pain and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, pollakiuria, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: need for additional surgery. Discrepancy noted: date(s) of removal dates : (B)(6) 2015 & (B)(6) 2016 . Insertion dates: (B)(6) 2013. The essure device was introduced into the left ostia without difficulty. Device was deployed. 4 coils were noted within the cavity. The essure device was introduced into the right ostia without difficulty. Device was deployed. 4 coils were noted within the cavity. The patient tolerated the procedure well current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2015: 1. Bilateral essure devices are visualized. 2. No myometrial masses. 3. 2.8 cm hemorrhagic cyst and/or involuting left ovarian corpus luteum. Ultrasound scan - on an unknown date: cyst were found. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, apareunia. Reporter information were added. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('at this point, coils were visualized and the essure device was grasped but broke in the process'), pelvic pain ('pelvic pain/ pain') and device dislocation ('migration \ migration of essure device location of device') in an adult female patient who had essure (batch no. 50751223-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included genital ulceration, bartholin's cyst and obesity. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric psychological or psychiatric condition: anxiety"), cystitis ("infections (bladder/urinary tract/vaginal) type: bladder infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection"), depression ("psychological or psychiatric psychological or psychiatric condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and back pain ("back pain"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition : ovarian cysts"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In 2017, the patient experienced pollakiuria ("bladder or urinary problems or changes:increased frequency") and urinary incontinence (", bladder or urinary problems or changes: incontinence"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), device dislocation (seriousness criterion medically significant), complication of device removal ("essure device was grasped but broke in the process"), rash ("skin rash"), subcutaneous abscess ("skin abscess"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), libido disorder ("sex drive changes"), fatigue ("fatigue"), bipolar disorder ("bipolar depression") and perineal pain ("perineal pain female"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, migraine, anxiety, dyspareunia, cystitis, mood swings, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression, pollakiuria, urinary incontinence, headache, dysmenorrhoea, vaginal discharge, weight increased, alopecia, back pain, abdominal pain, female sexual dysfunction, device dislocation, complication of device removal, rash, subcutaneous abscess, bladder disorder, urinary tract disorder, libido disorder, fatigue, bipolar disorder and perineal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bipolar disorder, bladder disorder, complication of device removal, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, libido disorder, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, perineal pain, pollakiuria, rash, subcutaneous abscess, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: need for additional surgery. Discrepancy noted: date(s) of removal dates : 2015 & (B)(6) 2016. Insertion dates: (B)(6) 2013 & (B)(6) 2013. The essure device was introduced into the left ostia without difficulty. Device was deployed. 4 coils were noted within the cavity. The essure device was introduced into the right ostia without difficulty. Device was deployed. 4 coils were noted within the cavity. The patient tolerated the procedure well. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: bilateral essure devices are visualized; no myometrial masses; 2.8 cm hemorrhagic cyst and/or involuting left ovarian corpus luteum. Ultrasound scan - on an unknown date: cyst were found. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: all references and source documents from deletion case (B)(4) were transferred to this case. Following events were added : migration of essure device location of device, essure device was grasped but broke in the process, skin rash, skin abscess, bladder probs,urinary probs, sex drive changes, fatigue, bipolar depression, perineal pain female. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), anxiety ("anxiety"), dyspareunia ("pain during intercourse") and infection ("infections"). The patient was treated with surgery ( to remove the essure implant). Essure was removed in 2015. At the time of the report, the pelvic pain, migraine, anxiety, dyspareunia and infection outcome was unknown. The reporter considered anxiety, dyspareunia, infection, migraine and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.